Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed second time hardware low level failure. The customer¿s blood glucose level was 7.0 mmol/l at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected hardware low level failures. Generated if minute event is not received from motor processor or the sw watchdog task is not running properly., or the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula alarms during testing however,hardware low level failures ,generated if minute event is not received from motor processor or the sw watchdog task is not running properly and the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal or bolus , fill tubing or fill cannula alarm are found in the formatted history file due to a software error.